Event description:
Sorin inc., received information that this rv lead was capped due to high thresholds (up to 4 volts). This resulted in the ICD being eri. The lead was capped and therefore won't be returned. No adverse patient events we reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, deformations of the inner coil close to the is-1 connector pin were observed. The subsequent analysis indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.